Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause a failure to deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod data was free of timeouts and drive stalls suggesting the pod did not struggle to deliver insulin. No problem was found.

Manufacturer narrative:
It was reported by the patient that they were also diagnosed with diabetic ketoacidosis (dka) and the patient was discharged after 4 hours, after a follow up call was made.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 500 mg/dl. The patient was dizzy, had a headache, was nauseous and vomiting. For treatment, the patient was given unknown medication and anti-nausea medication. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.